Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: can not prime with syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/6/2021. H.6. Investigation: one 20039e sample was received for investigation, no obvious residual fluid was visible within the product. No packaging was received with the sample, however the customer indicates the affected lot number to be 20045709. Additionally a 10ml kdl luer slip syringe was received to assist the investigation. A visual inspection of the 20039e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. A visual inspection of the male luer from the received syringe identified that the tip was slightly domed, additionally measurement of the taper of the male luer found it to be near the acceptable limit. The 20039e sample was then subjected to functional testing by connecting it to a 50ml bd plastipak syringe and a 5ml luer slip syringe from bd stock and flushing with fluid; no occlusion or flow restriction was identified during testing. Further testing was performed by connecting the 20039e sample to the received syringe and flushing with fluid; again no occlusion was identified. A review of the production records for lot 20045709 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: can not prime with syringe.